Manufacturer narrative:
As reported, the deployment system of a 120cm x 9mm x 80 smart control biliary stent did not engage at all. Therefore, the device was pulled, however, the stent got dislodged and stuck at the end of the sheath and a cutdown was performed to retrieve the stent. The product was returned for analysis. A non-sterile unit of ¿pkg assy 9x080 smart bil 120cm¿ was received for analysis inside of a clear plastic bag. The device was unpacked and was placed at a tray in order to proceed with the product evaluation. The stent was received with the stent already deployed. The stent was returned for analysis observing elongations on the struts only on one side. No other damages or anomalies were noted. Dimensional analysis was performed to verify the correct od of the device. Dimensional analysis results were found within specification. Functional test could not be performed due to the nature of the complaint and because the device was returned fully deployed. A product history record (phr) review of lot 17884436 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system - deployment difficulty premature/in patient during withdrawal" was not confirmed due to the unit fully deployed. The reported ¿stent delivery system - withdrawal difficulty unable to" was not confirmed, the unit could not be evaluated due to the nature of complaint. However, the dimensional analysis results of the outside diameter were found within specification. Additionally, the stent was analyzed observing several elongated struts on one side of it. The exact cause of the elongation on the struts could not be conclusively determined during the analysis. Handling and/or procedural factors such as vessel characteristics (although unknown) may have led to the reported event. According to the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment system of a 120cm x 9mm x 80 smart control biliary stent did not engage at all. Therefore, the device was pulled, however, the stent got dislodged and stuck at the end of the sheath and a cutdown was performed to retrieve the stent. The device will be returned for evaluation.